Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.

Event description:
Reporter called on behalf of the patient on 11/17/04 alleging an error 4 reading on the ultra meter. Medical affairs has been unable to get in contact with the patient and sent the patient a letter to obtain more clinical information. The patient was unable to test her blood glucose on the morning of the previous day, and she was unable to talk at the time of the event and her face was "drooping". She did not take any medication after attempting to use the meter. Approximately 10 hours later, she went to the emergency room where her blood glucose was 44 mg/dl. She was treated with an IV. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. Customer service was unable to resolve the issue and sent the patient a replacement meter. Based on the information provided, this case is reported as a malfunction, since the error 4 message was unresolved. The patient suffered a serious injury: however, there is no evidence that the meter contributed to the event, since she did not seek medical attention until 10 hours later.